Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the cable is cable is broken at the backend. Both pitch cables are loose, but not visibly broken at the wrist. The pitch input disc has excessive rotation, indicating that pitch motion will be non-intuitive. The housing was removed to find one pitch cable broken at the backend idler pulley. The backend pulleys still rotate fine and are not damaged. The other backend cables are not damaged. Engineering evaluation also found that the distal end of the main tube has various scratch marks with light material removal. The scratches are .095 - .200 in length and not aligned with the tube axis. Engineering concluded that the damage is likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a da vinci s cystectomy procedure, the cable at the tip of the prograsp forceps instrument was observed to be broken. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.